Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past six months from the event date, it was found no irregularities. Based on the reported event, it is presumed that the reported event was not due to the malfunction of the device.

Event description:
During an endoscopic submucosal dissection (esd) in the colon, the subject device was used. In the procedure, perforation at the colon occurred. The intended procedure was shifted to the surgical operation. It was reported that the user recognized the perforation was attributed to the patient¿s condition, not the subject device. Because the patient had a fragile tissue due to taking steroids. No further information was provided.